Manufacturer narrative:
Product evaluation: the company rep confirmed that the reported system message was occurring. The footswitch cable was replaced. The system was then tested and met all product specifications. Root cause: a root cause has not been identified. The root cause will be reassessed upon completing the investigation. Actions taken: no action is planned at this time. (B)(4).

Event description:
The customer reported: the footswitch was not recognized by the system. No pt impact was reported. Additional info was requested.